Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump found pump battery with high resistance. Analysis of the catheter found catheter body was incorrectly assembled or sutured.

Event description:
It was reported that the patient went to the emergency room (ER). The patient had blurry vision and headache. The patient heard their pump was alarming (non-critical), single beeping alarm. It was noted that the patient was being weaned off the pump to take it out, the patient's dose was 120mcg/day and the refill date was (B)(6) 2015. The patient was being titrated down because the patient did not want the pump anymore. The patient was going to see the physician for a refill on the day of report. The patient's status at the time of report was "alive-no injury." On (B)(6) 2015, it was reported that no alarm was occurring per the physician. The patient had a refill on monday (B)(6) 2015. The patient was not in withdrawal, the physician thought that the patient's symptoms of blurry vision and headache was maybe a migraine. Additional information received reported that the patient got their pump explanted on (B)(6) 2015, because they did not want the pump anymore. The patient did not think it helped. It was unknown if the loss of therapy was sudden or gradual. The patient recovered without sequela after the pump was removed. There was no patient injury. The pump system was delivering lioresal.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# serial# (B)(4) implanted: (B)(6) 2007, product type: catheter (B)(4).